Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2013-20551. The patient received two leads with the same lot number. It was reported, the left peripheral lead migrated. The patient's pain pattern was for the lower back, legs, left and right back in the thoracic area. X-rays confirmed the lead had moved from t7 to around t11-12. Left-sided back coverage has been lost. A surgical procedure to revise the lead may occur at a future date. Follow-up identified surgical intervention took place on (B)(6) 2013. The lead was repositioned back to its original location with a swift lock anchor. The physician opted to replace the remaining anchor with another swift-lock. Effective stimulation was achieved postoperatively.